Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp devices most likely contributed to hemolysis and hematoma. Cardiogenic shock secondary to patient clinical status was the cause of other multicystem organ failure symptoms, especially given that they were in scai stage e prior to any impella device placement. This was also true for the second cp device and ultimately, the impella 5.5, as the patient appeared to have a life threatening stroke with fixed and dilated pupils and care was discontinued.

Event description:
Patient: 53m with acute myocardial infarction (ami) and cardiogenic shock. Initial intervention: emergent pci of left main; lm dissection occurred during attempt to wire lad. Ventricular tachycardia cardioverted. Impella cp placed via rfa; procedural difficulties with access and positioning. Device use: on (B)(6) 2025: impella cp inserted for lv unloading; persistent suction alarms, unreliable position signals, right groin hematoma, severe hemolysis (ldh >2000). Va ECMO initiated after cardiac arrest. Console fault controller swap. Continued ECMO + impella cp; anticoagulation held due to bleeding. Persistent thrombocytopenia, multiple hematomas, crrt initiated, ongoing suction alarms, ldh later up to 10k. Repeated transfusions for anemia/bleeding. Escalation: on (B)(6) 2025: upgraded to impella 5.5 for lv unloading while on va ECMO due to cp age and ongoing support needs. Post-implant: episodes of vf, concern for north¿south syndrome, continued high vasopressor use, pulmonary edema, suspected neurologic injury. Complications: recurrent suction alarms, severe hemolysis, multiple bleeding sites (access hematomas, bloody ett secretions), console malfunction, thrombocytopenia, coagulopathy, pulmonary edema, skin ulcers, suspected vasospasm with compartment syndrome workup, arrhythmias (vt/vf), persistent organ dysfunction (renal failure requiring crrt, shock liver suspicion). North¿south syndrome (hypoxia) secondary to va ECMO outcome: on (B)(6) 2025: family requested withdrawal of support. Patient expired on full mcs (va ECMO + impella 5.5), ventilator, and crrt. Summary statement: impella support in combination with va ECMO was complicated by repeated malposition signals, suction events despite volume optimization, device-related bleeding, severe hemolysis, access site hematomas, console fault, and escalation from cp to 5.5. Patient remained critically unstable with refractory shock, multiorgan failure, and ultimately died secondary to family decision to withdraw care. Impella cp devices most likely contributed to hemolysis and hematoma. Cardiogenic shock secondary to patient clinical status was the cause of other multicystem organ failure symptoms, especially given that they were in scai stage e prior to any impella device placement. This was also true for the second cp device and ultimately, the impella 5.5, as the patient appeared to have a life-threatening stroke with fixed and dilated pupils and care was discontinued.

Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section d4 (primary UDI number) and (serial) has been corrected.

Manufacturer narrative:
Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that the information was inadvertently not submitted in the initial report. Additional information was provided in b5 (event description). Upon review, it was identified that additional information has been added to this report. Related incidents added to this report.

Event description:
Additional information was received indicating that the no additional interventions were performed beyond the described vascular repair; fluoroscopy suggested restoration of flow. The patient subsequently expired following withdrawal of care.

Manufacturer narrative:
Corrected information has been provided as concomitant product was added. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.